Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted 45% within one day. In addition, the customer experienced difficulty charging the pump. The customer¿s blood glucose level was 294 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.